Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon used the device several times without incident. The scrub nurse went to wipe off the l-hook with a raytec prior to handing it to the surgeon and the l-hook fell off. Another unit was opened and used without incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).